Manufacturer narrative:
(B)(4). It should be noted the gore¿ excluder¿ aaa endoprosthesis instructions for use state adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore¿ excluder¿ aaa endoprosthesis. On an unknown date, follow-up examination reportedly revealed a suspected type ia endoleak. The cause of the suspected endoleak was not reported. It was unknown whether aneurysm enlargement was present. On (B)(6) 2021, the patient underwent a reintervention procedure whereby an additional stent graft was deployed to extend the device proximally. No endoleak was observed on final procedural angiograph. The patient tolerated the procedure.